Manufacturer narrative:
Three (3) "used/damaged" 4 x 8 mm oval burs, medium were returned to conmed for evaluation on 21-dec-2016. As of this filing, the investigation remains in process. A supplemental and final report will be filed upon the completion of the product evaluation and complaint investigation.

Event description:
The user facility reported that during use of the 4 x 8 mm oval burs, medium in a distal biceps repair procedure, the bur heads broke off inside the patient. As reported, the breakage occurred while the surgeon was using the burs for decorticating bone. The broken portions were removed safely with no problems noted. Other than a 5-minutes delay reported, the procedure was otherwise completed with no further complications or patient injury. Despite the good faith efforts, no additional event information or patient demographic information could be obtained from the user facility. This report is filed on the basic of potential for patient injury with recurrence.

Manufacturer narrative:
Three (3) used/damaged 4 x 8 mm oval burs, medium were returned to conmed for evaluation. Visual inspection of the returned burs found the head of one bur had separated from the shaft and the other 2 burs were broken at the shaft. All broken pieces were returned. Further evaluation by the r&d engineer found an "extreme amount of damage to the shaft", that suggests a possible misuse by the end user by applying too much pressure to the bur heads. In this instance the most probable cause of the reported burs breakage was use related due to excessive force/pressure being applied to the burs while in use. This lot with the (B)(4) was manufactured on 28-mar-2016. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to the reported bur tip breakage. Of the lot containing 200 units, there was no other similar complaint for this item and lot number combination. In addition, a 2-year review of product history for this device shows there have been a total of 14 complaints received of similar breakage including this one with a quantity of (B)(4) units. (B)(4). There have been no serious injuries or death related to the reported breakage or the use of this device. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: - always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. - always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. - do not use burs for plunge cutting. Damage or injury may occur.